Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The valve was received for evaluation: DHR - conformed to the specifications when released to stock. Failure analysis- the valve was visually inspected, no defects noted. The valve passed the tests for programming, occlusion, leaks, reflux, siphon guard and pressure. Root cause - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but no functional issues were noted during the investigation.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported inability to program a hakim valve. The valve was implanted on (B)(6) 2020. The setting was reportedly ¿blocked at 40 cm h2o.¿ the patient was symptomatic due to ventricular over drainage and developed status epilepticus. As a result, the patient was taken to the operating room on (B)(6) 2020 to have the valve explanted and a new valve placed.